Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial tachycardia/atrial fibrillation (at/af). The right ventricular (rv) lead exhibited undersensing that occurred near an atrial pace. Undersensed premature ventricular contractions (pvc) were also noted on current electrograms (egm). The ra and rv lead remain in use. No patient complications have been reported as a result of this event.